Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_cath, product type: catheter. (B)(4).

Event description:
The patient's pump and catheter were implanted about one week prior to the report for cervical cancer. There was a suspected problem with the device or therapy, and a lumbar spine MRI was to be performed. Drug information, interventions, and patient outcome were not provided. They were requested.